Event description:
It was reported that during an acl recon meniscal repair, while reducing the knot of the fast fix after being deployed both t's, the second implant got pulled out the meniscus. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. Two related complaints were opened. The devices are non-serialized. They were returned inside one shelf carton and not marked with their respective individual ra or complaint numbers. They will be evaluated together and the results shared. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The depth limiters were attached with one retracted. No anchors or sutures were returned. One delivery needle was partially flattened and the other curve was over exaggerated. The devices cycled and actuated with slight resistance due to needle manipulation. It is difficult to draw a parallel between device failure since one was manufactured in 2018 and the other in 2019. In addition they were manufactured in two separate site locations. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for both lot numbers reported. Batch reviews did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
H3, h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Instruction for use contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent deployment during unpackaging; inadvertent twisting or bending of the delivery needle; incomplete needle penetration through meniscus; improper spacing of anchors. (Insufficient suture slack pulls opposite anchor); difficulty with reaching the desired tissue location; inadequate tissue conditions; entanglement with other instruments or devices. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. This includes during removal from the paper carrier. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.